Manufacturer narrative:
The MFR is still investigating the cause and corrective action. A final report will be filed when the investigation has been completed. MFR's report date 12/24/96.

Event description:
Air was noted in the line to the pt and the pump did not alarm. There was no pt complication.